Event description:
Device malfunction: clip mislocation. Symptoms/ae: retroperitoneal hematoma, right lower quadrant pain, hemodynamic instability, shock. Onset of symptoms: six hours after vessel closure. It was reported that a physician trained in the use of the starclose se used the device for arteriotomy closure of the right common femoral artery after an interventional procedure. The closure procedure was reported to have been uneventful. Reportedly, six hours later, the pt developed right lower quadrant pain with hemodynamic instability and shock. The pt was resuscitated with fluids and blood, and was maintained pharmacologically. A computed tomography (CT) scan "demonstrated a fairly large retroperitoneal hematoma." The pt was brought to the operating room for femoral exploration where a fairly large hematoma was identified at the level of the femoral sheath. Exploration found a sizable amount of venous blood that was coming from deep to the inguinal ligament. A small amount of blood was observed from a cross branch of the external iliac vein which was ligated and divided. Bleeding appeared to be continuing from the lateral aspect of the external iliac vein. The catheter entry site was just above the femoral bifurcation. The starclose se device itself was separate from the femoral artery. The catheter entry point into the femoral artery was repaired with sutures. There was no area of concern with the posterior femoral artery. The external iliac vein was sutured, which achieved hemostasis. The hematoma in the pelvis was not evacuated. There did not appear to be a large amount of hematoma down in the leg. A drain was inserted into the hematoma space in the retroperitoneum. It was reported that the pt was transferred from the operating room in satisfactory condition. Estimated blood loss was reported to be 200 ml. It was reported that the femoral vein tear likely occurred during initial percutaneous cannulation. There were no reported adverse pt sequelae.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The customer reported the closure procedure was uneventful; there was no report of any issue with the clip deployment.